Event description:
The reporter has an acuchek compact diabetes meter. The reporter has had problems with same and contacted the co. However, because the problem persists, the reporter wrote to roche about two weeks ago. To date the reporter have not received a response and would like to know how to proceed.